Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: dots. Clinical notification received for revision of right total knee to address recurrent femoral component-related hemarthrosis date of implantation: (B)(6) 2007. Date of revision #1: (B)(6) 2018 (insert). Date of revision #2: (B)(6) 2020. (Right knee). Treatment: revision of femur and tibial insert.